Manufacturer narrative:
(B)(4). Date sent: 12/7/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that the linx device was explanted.

Manufacturer narrative:
(B)(4). Date sent: 01/04/2021. Additional information was requested, and the following was received: on what date did the implant take place? (B)(6) 2015. What is the product code? Serial # (B)(6), model # lxmc13. Lot #? 8096. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunization drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Subjective dysphagia, motility testing wnl. Was there any hiatal or crural repair done at the same time as the implant? Yes, hh repair - 2 cm. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Dysphagia; return of reflux demonstrated subjectively and objectively. At the time of removal, was the device found in the correct position/geometry at the time of removal? Slight migration of the linx to a point distal on the stomach and a small amount of gastric mucosa by the tightest part of the linx itself. Have the symptoms resolved since the device was explanted? Yes. Did the patient have a hiatal hernia at the time of the removal? Unknown. Did it appear that the position of the device had changed since the implant procedure? How was this change observed (intra-operatively at the time of explant, x-rays, barium swallow, egd)? Unknown.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have cause the reported event. The DHR for lot 8096 was reviewed. No ncs, defects, or reworks related to the product complaint were found.